Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 118 mg/dl at the time of the call. The customer was unable to check if the cannula was bent. The customer stated they used her infusion sets longer than three days. The customer was informed that the infusion sets should not be worn for over three days. The customer hung up the phone. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.